Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as an incorrectly loaded disposable set, improper tubing assembly, or kinks or obstructions along the fluid path.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/12/2025, it was reported by a sales representative via (B)(4) that an abs-10061t arthrex angle prp kit disposable set would not pull blood up into the centrifuge. There was a small hole in the tubing that impacted the pressure. This was discovered during the case. Another device was used to complete the case with no patient harm.